Manufacturer narrative:
The freedom onboard battery was returned to syncardia for evaluation. The customer-reported low capacity was confirmed during the system management (smbus) data review to be at or below the capacity threshold. Investigation testing subjected the battery to the freedom onboard battery evaluation procedure, which caused the battery monitor firmware to reset the calculated capacity based on a full charge and discharge cycle. Following the evaluation process, the battery's capacity was successfully reset to acceptable levels and the reported low capacity issue was corrected. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1 (2 of 2).

Event description:
The reported issue involves two freedom onboard batteries that are reported under two separate medical device reports: (1) freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2017-00099) and (2) freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2017-00100). The customer, a syncardia certified hospital, reported that the patient's freedom onboard batteries had a low capacity. There was no reported patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom onboard batteries had a low capacity, they did not prevent the freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard batteries will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. Ce 3825 initial (2 of 2).

Event description:
The reported issue involves two freedom onboard batteries that are reported under two separate medical device reports: (1) freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2017-00099) and (2) freedom onboard battery s/n 45024 (MFR report # 3003761017-2017-00100). The customer, a syncardia certified hospital, reported that the patient's freedom onboard batteries had a low capacity. There was no reported patient impact.